Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during system controller history interrogation it appeared that the system controller went from low voltage advisory to low voltage alarm, then to pump stoppage. The patient was reported to have been asymptomatic. It appeared that patient let the batteries run down, then used up the back-up battery, then had a pump stop, and the system controller lost its time/date. Patient exchanged system controllers. Log file analysis completed by the manufacturer¿s technical services representative revealed the patient had let the batteries run down below threshold to the point the pump stopped causing a yellow wrench alarm. No additional information was provided.

Manufacturer narrative:
The report of a pump stoppage due to the depletion of the 14v li-ion batteries, followed by the depletion of the system controller''s backup battery, was confirmed based on the evaluation of the retrieved and submitted system controller log files. The log files captured a low voltage advisory on (B)(6) 2017 at 2:28am. This progressed to a low voltage hazard alarm on 4:11am. A no external power alarm was then captured at 4:36am when both 14v li-ion batteries fully depleted. The system was then supported by the internal backup battery until it appeared to become fully depleted. The length of time that the pump remained off could not conclusively be determined. In the next event, the system controller was connected to a charged battery and pump support resumed; however, the system controller alarmed with a yellow wrench alarm due to the system controller''s clock being reset from the complete loss of power. The pump remains in use supporting the patient. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.